Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatic body and tail resection, while the device was being used in cutting and matching the tail of the pancreas, the device did not fire. The surgeon was able to press the green button and was able to squeeze the handle. They replaced to another reload to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatic body and tail resection, while the device was being used in cutting and matching the tail of the pancreas, the device did not fire. The surgeon was able to press the green button and was able to squeeze the handle. They replaced to another reload, using the same handle, to resolve the issue in order to complete the case. There was no patient injury.